Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test and error messages were due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed error messages ( sf75, 218 and 219). There was no patient injury reported as a result of this incident.